Event description:
It was reported that following a tvt procedure, the pt was in urinary retention. The physician stated that the tape was too tight and three weeks later the pt had to come back in and have the tape cut. There was no problem reported with the device, the surgeon reported that he made the tape too tight against the uretha.